Event description:
At 6 months after the primary the patient came in reporting pain and tightness in the knee due to scar tissue that had developed. The surgeon cleaned out the scar tissue and revised the poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 18 october 2021: lot 2008566: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.